Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was observed after completing his treatment on (B)(6) 2017. The patient stated he was able to complete treatment using the cycler, confirmed had not required any medical intervention or additional treatment as a result of the reported fluid leak, and no adverse event occurred. The patient confirmed he remained asymptomatic. The sample was discarded and no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was observed after completing his treatment on (B)(6) 2017. The patient stated he was able to complete treatment using the cycler, confirmed had not required any medical intervention or additional treatment as a result of the reported fluid leak, and no adverse event occurred. The patient confirmed he remained asymptomatic. The sample was discarded and no longer available for evaluation. The lot number was unknown.